Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set continued to allow solution to pass through the set even when the white connector was closed. The transfer set on the patient had to be changed due to this issue. No patient injury or medical intervention was indicated in association with this report. No additional information is available.